Event description:
It was reported that the patient experienced several alarms on their system controller, pump off alarms and low flow alarms. The patient was at home with an ungrounded patient cable since 2024 (MFR #: 2916596-2024-07666). Device interrogation showed several driveline fault alarms, low speed hazard alarms, low flow alarms, and pump stops while the pump was connected to the 14v batteries. The patient was admitted at the intensive care unit (ICU). X-ray's of the whole driveline tract were made and included. The patient was not physical strong enough for a pump exchange. The patient was moved to palliative care due to the severe impaired condition and the wire-to-wire situation of the driveline. The pump was stopped manually in the afternoon on (B)(6) 2025 and the patient passed away. The outcome was considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed and pump stop events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2025. Pump stop and low speed events were captured on (B)(6) 2025 while the system was connected to battery power. Numerous driveline faults were also captured throughout the log file. Based on previous complaint history, the abnormal pump operation appeared to be consistent with potential driveline wire compromise. No other notable events or alarms were captured. The pump would not be explanted for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. The relevant sections of the device history records for (B)(6), and the driveline (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.